Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). There were no visible issues with the cartridges in question. A mix-up of adp and epi type code sensor calibration can be excluded since the issue is sporadic and not permanent. The customer did not report specific error codes, so a misalignment of the pfa-100 system type code sensor can be excluded, as it would trigger error codes. Siemens recommended checking that no foil residues are blocking the holes on the cartridges. Siemens also recommended sending the pfa-100 system to a repair shop according to local service contracts. The cause of the event is unknown. No further evaluation of this device is required. The customer did not provide specific dates of event when the issue occurred. The issue has been occurring intermittently since the beginning of the year.

Event description:
The customer reported that adenosine diphosphate (adp) cartridges were intermittently being read as epinephrine (epi) on their pfa-100 system. No discordant results were reported to the physician(s). The customer repeated the affected samples with a new adp cartridge and reported out these repeat results, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to this issue.